Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The user facility reported a 77-year-old male with acute myocardial infarction/cardiogenic shock was implanted with an impella rp for mechanical circulatory support. It was reported the patient was on bipella support and the access site in the right groin was found to have saturated dressing. The dressing was taken down, a flow stasis device was applied to the mattress sutures, sutures were tightened down, and dressing was applied. The bleeding resolved. A placement signal alarm, preceded by suction, also sounded. Flow calculations were disabled, and the motor current remained unchanged. The patient eventually expired. Upon review by abiomed's medical safety officer, there is no association between impella use and the patient¿s outcome.

Manufacturer narrative:
The investigation for the access site bleed has been completed. No product was returned for evaluation. Clinical details noted oozing from rp access site, dressings were removed, flow stasis device was used on mattress sutures and bleeding was resolved. The root cause of the access site bleeding - major cannot be determined. F6/f8 should have been left blank in the initial report.

Event description:
Us complainant reported the patient was on bipella support with an impella rp. While on rp support, the impella rp's access site in the right groin was noted to have saturated dressing. The dressing was taken down, a flow stasis device was applied to the mattress sutures, sutures were tightened down and dressing was applied. The bleeding resolved. Additionally, there was a placement signal alarm noted. It was preceded with suction on rp. Flow calculations were disabled and the motor current remained unchanged. Patient expired while on support.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. Data logs were reviewed and placement signal not reliable (psnr) (dp signal out of range) alarm occurred multiple times towards the end of the case. Cvp and dp sensor both went out of range multiple times throughout end of case with mean flow values spiking. Motor current and optical signal remained unchanged throughout case. Clinical details noted that patient had suction prior to psnr alarm occurring with intermittent placement signals then none being shown on the automated impella controller (aic). Additionally, flow calculations were disabled but motor current remained unchanged. Clinical details also noted oozing from rp access site, dressings were removed, flow stasis device was used on mattress sutures and bleeding was resolved. The root cause of the placement signal issue was most likely due to sensor drift. The root cause of the access site bleeding - major cannot be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.